Event description:
Reportedly, the flotrac was primed as per directions, it was noted to be leaking from the top of the sensor. An attempt to tighten to prevent the leak resulted in the breakage of the connection between the tubing and the sensor. No pt complications were reported.

Manufacturer narrative:
Device not returned.